Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate. The patient's blood glucose levels were elevated. No adverse event reported. Return of the suspect device was requested for evaluation.